Event description:
The pt was implanted with a siltex saline mammary prosthesis on 02/26/1996. Subsequently, the pt experienced a deflation of the device and an infection. The device was removed on 11/17/1998.